Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #5 r-cem; cat# 5510-f-502; lot# sxyms; triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# eijo; triathlon sym patella s31x9mm; cat# 5550-l-319; lot# lbz331; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
Right knee. Pain and stiffness after primary surgery.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "no x-rays are available for review and there is no confirmation of persistent pain, stiffness or dissatisfaction of the right total knee arthroplasty." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated "no x-rays are available for review and there is no confirmation of persistent pain, stiffness or dissatisfaction of the right total knee arthroplasty. " a CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right knee. Pain and stiffness after primary surgery.